Event description:
The post of the articular surface broke while pt was walking in 2005. In about 2 1/2 months later, the articular surface was revised.

Event description:
It is reported that the post of the articular surface broke while patient was walking in 02/2005. On 04/29/2005, the articular surface was revised.